Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented for device upgrade. Upon interrogation, high pacing thresholds were noted on the lead. The lead was explanted and replaced.